Event description:
It was reported that the haptic of the preloaded intraocular lens (iol) was found to be detached when the reporting physician had tried to insert the iol into the patient's eye. There was no patient contact with the device as the issue was found prior to iol implantation. The procedure was completed successfully with the back-up lens. No further details were provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 07-jun-2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device revealed that the plunger rod was partially advanced. The plunger rod was overriding a haptic in the cartridge. The lens module was inspected and no damage was identified; however, viscoelastic residue was identified which could have contributed to the complaint issue. Device assembly was inspected and no issues were identified; however, viscoelastic residue was identified below the lens module. The lens was removed from the tape and cleaned. Half a cut lens was received and a haptic was missing. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.